Event description:
The report stated that a blue flame was seen at the tip of the suction coagulator during its initial use in a tonsillectomy procedure. The flame went out by itself. There was no patient injury.

Manufacturer narrative:
A visual inspection of the returned device confirmed the tip of the device was exposed to a heat source. The sample passed high voltage breakdown testing and continuity. The product instructions for use states to ensure that the outside of the suction tube remains free of fluids and mucus. Contaminants may conduct electrical current. A cleaning rod (stylet) is provided with the device to clean the suction tube. The generator users guide provides warnings to verify that oxygen circuit connections and endotracheal tubes and cuff are properly sealed and that enriched oxygen atmospheres may result in fires and burns to the patient and surgical team.